Manufacturer narrative:
We received one 12tlw804f catheter without a syringe for evaluation. The reported event of balloon deflation issue was not confirmed. The balloon was examined and the balloon latex and both windings appear to be in good condition. The balloon was inflated with 1.2ml air and the balloon inflated clear and concentric. The balloon deflated in less than 2 seconds without the syringe attached. The balloon was again inflated using 0.5cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was achieved in 3 seconds by pulling back on the syringe plunger as recommended. The thru-lumen was found to be patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.

Event description:
As reported, before introducing the fogarty catheter inside the patient, the balloon did not deflate. There was no allegation of patient injury. The catheter is available for evaluation.